Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patients infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent reported removal of the patient's pod after development of an infection at the application site on the patient's arm. The pod had been worn for between 5 and 24 hours. According to the parent, the site appeared red, painful, irritated, and lumpy. The patient was evaluated during a doctor's appointment which lasted approximately 30 minutes to 1 hour. During the visit, the physician diagnosed a skin infection and prescribed with amoxicillin (three tablets per day). The pod was not in place during the appointment. The parent additionally reported 32 mmol/l (576 mg/dl) and ketones measured at 1.9 (units not provided). The removed pod was not available and therefore not requested back.